Event description:
This report addresses the issue of use error-reuse of supplies. A customer contacted baxter's technical service center regarding a check heater line alarm that appeared on the homechoice (hc) unit. The home patient (hp) stated she changed out the heater bag only and was still getting the alarm. The technical service representative (tsr) explained to the hp that she has now compromised her setup. The tsr explained if she thinks something on the setup needs to be replaced, the entire setup needs to be replaced, not just one piece. The tsr assisted the hp with ending therapy. The tsr advised the hp to dispose of current supplies and start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported during trouble shooting of an alarm situation, the customer switched a heater bag only and continued therapy with rest of the disposable single use supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for the prevention of the use/user error related to this incident.